Event description:
The customer reported that the unit went shut down while in use on a pt and did not alarm. The customer reported there was no pt harm. The customer reported they returned the ventilator off and back on, and the unit would not power on. The manufacturer's service technician was not able to duplicate the customer reported problem. The service technician reported he was initially unable to power the ventilator on. The service technician opened the ventilator to inspect the unit's interior and reported he was able to then power the unit on. The service technician inspected the unit's interior and reported finding no damage. Extended self testing (est) and performance verification testing was completed, and all tests passed per operating specifications, including priority alarms and power fail alarm.

Manufacturer narrative:
Na